Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the patient had an episode of hypertension and headache and then a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a fault alarm, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.

Manufacturer narrative:
(B)(4)

Event description:
The customer reported that the patient had an episode of hypertension and headache and then a fault alarm on his freedom driver. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. The onboard batteries used by the patient at the time of the reported fault alarm were not returned to syncardia and could not be evaluated as part of this investigation. Visual inspection of the external and internal components revealed no abnormalities. Review of the alarm history (eeprom) revealed one fault alarm code that can be produced: - during power cycling of the freedom driver, which can take place at either the clinical site or during the investigation at syncardia; - during onboard battery exchange while operating the freedom driver only on battery power; and - if an onboard battery is not fully latched in place, intermittent communication errors can result in a fault alarm. The freedom driver was tested and passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive patient simulator settings, which no anomalies or unintended alarms. The driver was then tested for an additional 118 hours at normotensive patient simulator settings and performed as intended. The reported fault alarm was not duplicated during investigation testing. The investigation concluded that the freedom driver performed as intended, and there was no evidence of a device malfunction. The freedom driver was serviced and passed all final performance testing. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.